Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a t10 to l1 bone mount attachment, 2 of the 8 placed screws were reported medial by approximately 1-2 mm and breached. The issue was noticed by the surgeon after 2d shots were acquired. The site removed the breached screws, brought in the imaging system and re-placed the screws via scan-and-plan. The workflow was a snake pattern down the spine (t10, t11, t12, l1). The surgeon stood on the patients left for the first portion of the procedure, and it was noted that the physician assistant set the alleged deviated right-side screws. The surgeon switched to the right side to re-set the screws. No k-wire was utilized. The procedure was completed open with a bilateral retraction. There was no patient harm and the procedure was delayed 20 minutes.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. No problems were detected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.